Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022 - (B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no option requiring a witness appeared on the station. A technical support specialist, as part of the resolution process, the necessary documentation and training were provided and referenced in the case resolution upon closure. The specialist logged into bd learning compass to access relevant materials. During the process, I called and spoke with customer, instructing her on the various locations where witness configuration for waste could be set. She discovered that the pharmacist role had the independent witness enabled for waste transactions, which explained why the system allowed a user to bypass the witness requirement. After confirming this, she approved closing the case. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es did not display the option requiring a witness on the station. As per customer voice, this malfunctions while dispensing meds for med ID. There were no adverse events or injuries reported based on this incident.